Manufacturer narrative:
Correction of: outcomes attrib to adv event, b2 field. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a replacement procedure due to normal battery depletion, when the rv lead was connected to this cardiac resynchronization therapy defibrillator, high out of range shock lead impedances were exhibited. The rv lead was capped/replaced. The crt-d remained in service until the patient passed away several years afterwards. At this time the crt-d has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that during a replacement procedure due to normal battery depletion, when the rv lead was connected to this cardiac resynchronization therapy defibrillator, high out of range shock lead impedances were exhibited. The rv lead was capped/replaced. The crt-d remained in service until the patient passed away several years afterwards. At this time the crt-d has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. H3 other text : pending evaluation approval.

Event description:
It was reported that during a generator replacement procedure due to normal battery depletion (nbd), the right ventricular (rv) lead exhibited high out of range shock impedances, measuring greater than 125 ohms when connected to the new cardiac resynchronization therapy defibrillator (crt-d). The rv lead was surgically abandoned and replaced. The crt-d remains in service. No additional adverse patient effects were reported.